Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient was also cannulated for extracorporeal membrane oxygenation. Following the implant, the impella cp. Device was noted to be possibly in the papillary muscle and was repositioned. Flows post repositioning were noted to be "good." The patient received two units of packed red blood cells (prbcs) and was administered albumin. It was subsequently noted the patient developed a hematoma at the impella access site. The following day, there were multiple suctions alarms, but issue was responsive to volume. Another one unit of prbcs was administered. A computed tomography performed revealed right groin extravasation around impella insertion site but currently stable. The next day the patient underwent left heart catheterization with percutaneous coronary intervention to the left anterior descending artery. However, the next day systemic anticoagulation was withheld due to stable the right groin hematoma. The unit of platelet were transfused overnight and with transfusing one unit of prbc this day. However, the following day, the impella cp device was removed after washout. The impella cp was replaced, patient escalated to an impella 5.5 device.